Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 05/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: during investigation, all the keypad buttons were intermittently functional. There was no damage found to the keypad. There was corrosion found on the bolus button contacts causing intermittent shorts. The keypad was removed and there was no damage found to the keypad contacts.